Manufacturer narrative:
Additional information: section a-3b patient gender: male. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - clinical code: 4581 device decentered. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The patient underwent phaco procedure and a drt150 model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). The following information was provided by the doctor: high myope (al=24.61), high corneal diam. (13.0) and large capsular bag -> ctr placed. Post-operatively, the iol temporally decentered (< 1mm) and there was a mild post-op refraction error. Post-op visual acuity without correction (vasc) was reported as 20/70-. Rfx was reported as +.75-75x175=20/30+3. Patient was probably mildly amblyopic od and was unaware. Patient also states doing "pencil pushups" at age 7. The iol was explanted in a secondary surgical procedure and replaced with a drt225 19.0 diopter iol. There was no patient injury, no medical intervention, and no surgical intervention during the explant procedure. Patient prognosis post lens exchange was reported as great and next day post-op, va was reported as 20/40 sc. No further information is available.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 17-apr-2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside a specimen cup. During a visual inspection, the device was inspected under magnification. Visual inspection reveals the complaint lens was received cut in half. The lens halves were cleaned revealing one lens half was damaged near the edge of the lens. The complaint issue "dc-instability of device after implantation" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.